Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the unit had been cleaned with a deviation from the device instructions for use (IFU): although the tanks are kept full the peroxide, its level is not tested daily and peroxide is not added every time the water is changed (every 7 days as per IFU). In addition, as per IFU, the peroxide level must be checked daily, including weekends: if this is not applied, the device must be drained. Furthermore no water quality monitoring is applied. No patient reusable blankets are used and disposable gloves are used for device disinfection. Surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler. A disposable pall-aquasafe water filter with 0.2 m membrane (or equivalent) is used for tap water at every filling. The surfaces are also disinfected after every operation. The device field blue tubing set used with the heater-cooler is replaced each year. The 3t aerosol collection set is replaced after the permitted period of use. The device is kept indoors, with the fan positioned towards the wall, in the opposite direction of the operating table at approximately four (4) meters of distance. Based on the collected evidence, it is reasonable to conclude that the above mentioned deviations from the IFU may have contributed / led to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria avium chimaera.

Manufacturer narrative:
A.1.-a.5: there was no known patient involvement. G.5: the heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.